Event description:
It was reported that the customer received a motor error alarm on the insulin pump during the priming process and the pump would not rewind. The customer's blood glucose was 140 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer does not use the sensor feature on the insulin pump. She was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime, and displacement tests. The pump was received with stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device, and passed. The motor may have had an intermittent failure that was not detected during testing. The pump also had minor scratches on the lcd window, a cracked case enar the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.